Event description:
It was reported that the whole pulse generator system was explanted due to the infection. A new system was implanted competitively on (B)(6) 2017. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.